Manufacturer narrative:
Product event: (B)(4). Patient information incomplete, missing patient information and unable to be obtained from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported 5 out of 47 patients developed an infection. The patients were treated per hospital¿s mastitis protocol. This record represents patient 3 of 5.